Event description:
The 5mm bag ripped in the patient and fragments of bag were in patient. Got fragments out though and patient is fine. The case was a robotic appendectomy, and they pulled the specimen bag through the incision/port site